Manufacturer narrative:
The c702 module serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for iron gen.2 (iron2) on a cobas 8000 c702 module. The initial result from the c702 module was 545 ug/dl. The doctor questioned this result. On (B)(6) 2025, the sample was tested by the beckman method with a result of 267 ug/dl. The result from the beckman method was believed to be correct. On (B)(6) 2025, the customer diluted the sample to test for interference, and the following results were obtained: 1:3 dilution = 611 ug/dl, 1:5 dilution = 620 ug/dl, 1:10 dilution = 564 ug/dl, 1:50 dilution = 419 ug/dl. The customer suspects an interference affecting the roche results.

Manufacturer narrative:
Sections a2 and a3a were updated. Section b6 was updated. It was confirmed that the patient does not take iron supplements. Additionally, the patient has not received a transfusion and has no history of bleeding. The patient's sample was a dark brown color. The brown color is due to the eltrombopag medication taken by the patient. The customer used a centrifugation time of 7 minutes, which may be low. Qc was acceptable, and no instrument alarms occurred. Based on the patient's age, gammopathy can be excluded. Sample material was requested for investigation but was not provided. As the sample was not available for investigation, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
Section b6 was updated. Section d10, medication, was updated. The patient's sample was a dark brown color.

Manufacturer narrative:
Section b6 was updated.